Event description:
This event was reported as an explant at implant due to 3+ mitral regurgitation. Patient very ill, off pump and noted wide open mitral regurgitation with a central jet. Dr said "leaflets looked tattered and beat up" and one leaflet was shorter. Patient also had an abscess behind the native mitral valve. No further information was provided.